Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix would not deploy completely after placement of the lead. The lead was removed and the helix would not retract or deploy on the table. The lead as not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and the helix of the lead had an out of specification analysis result for ex tension/retraction due to greater than indicated number of turns to extend. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the guide tooth has jumped over the helix, blood visible inside helix. No further helix testing possible. If information is provided in the future, a supplemental report will be issued.